Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial and right ventricular leads were capped and replaced on (B)(6) 2018 during an unrelated procedure. The leads were capped due to lead noise which was previously noted in a remote transmission. The procedure was completed without complication and the patient was stable following the procedure.